Manufacturer narrative:
During subsequent follow-up with the customer additional information was received. It was determined that a replacement key device was used in addition to the other two devices: small battery drive device and large chuck with key device that were reported in the initial report. Therefore, this is report is 2 of 3 for the same event. The concomitant section has been updated to reflect the additional device used in the same event. It was further reported that the small battery drive device was working well and will not be returned for investigation. It was further reported that the dial on the large chuck with key device that was used to open or close the chuck teeth kept spinning to the point of possibly coming right off without opening or closing the chuck tip. If additional information should become available, a supplemental medwatch will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the chuck head on the device was stuck in the lock position, would not open, and was damaged. Therefore, the reported condition of the mechanism the secures the drill bit device did not open and stayed in the closed locked position was confirmed. It was further determined that the drill chuck device had corroded bearings and failed the drill chuck check (step 40). The assignable root cause was determined to be due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the mechanism on the small battery drive device that secures the drill bit device when inserting the jacob's key device did not open but stayed in the closed locked position. It was reported that the devices were being used together at the time of the malfunction. It was unknown if there was delay in the procedure due to the event. It was reported that an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.